Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys toxo igg immunoassay results for one patient. Three sample tubes were collected from the patient on (B)(6) 2017. For tube number 1, the result was 3.48 ui/ml (reactive). This result was reported outside the laboratory. The physician requested a new test because the patient was pregnant. The result from a new sample drawn on (B)(6) 2017 was <0.130 ui/ml (non-reactive). On (B)(6) 2017, the result for tube number 3 drawn on (B)(6) 2017 was <0.130 ui/ml (non-reactive). Tube number 1 was retested and the result was 3.74 ui/ml (reactive). The patient was not adversely affected. The reagent lot number was 153879. The expiration date is apr 2017. The customer also reported several liquid level detection (lld) alarms and determined the problem was the tip recommended for use to eliminate any fibrin or gel in the tube before it was put on the instrument. However, the customer was reusing the tips by washing them. It was explained to the customer that this could cause sample contamination. This was suspected to be the cause of the event. Review of the provided calibration and qc data showed all results were in range.